Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. Data was evaluated and the allegation was confirmed as a loss of connection was observed. The probable cause could not be determined. The reported event of signal loss is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.